Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised from the information of olympus repair center that unexpected stress was applied to the camera head and the ccd unit was broken down. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Olympus repair center evaluated the device and could reproduce the reported phenomenon. Olympus repair center also found that the ccd of the device was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found the endoscopic image disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.